Event description:
I had prk surgery by dr. (B)(6). In the beginning after the surgery I had a little dry eye. As the years have gone on I have now got severe dry eye and recurrent corneal erosion. The risks were not disclosed to me prior to getting the surgery, since getting the surgery dr. (B)(6) has insinuated that I have an underlying health issue causing the problems or that it is my fault rather than it being as a result of the surgery. The proper tests were not conducted before having the surgery, and this surgery is a blatant misuse of power leading people into something that causes them irrevocable pain and discomfort for the remainder of their lives. Just like with a drug advertised the risks should be spelt out in acute detail. They were not and now my life has been changed for the worse forever more. It is a disgrace that this is allowed. I have tried countless treatments as great cost and I have been out through immense pain and discomfort because of their negligence. Rce is as a result of the epithelial layer at the top of my cornea not having healed properly so the layer rips overnight when it gets stuck to my inner eyelid. The pain is indescribable. The dryness is debilitating and it has made it impossible to enjoy a single day or evening. It has caused great anxiety and changed my life so much it will never be the same. Have had this one before where the blame is so desperately tried to be put upon me. I don't smoke, I don't drink, I don't do drugs, I'm not on any other medication, I exercise, I do everything by the book. FDA safety report ID# (B)(4).